Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The ventilator device started to alert for various alarms, the ventilation stopped, and the ventilator device switched to ambient mode. The ventilator device was removed from service. The device log files were provided to hamilton medical. No apparent harm occurred in relation to this event. In the operator¿s manual it is stated that if the specific technical fault is related to an ambient mode, could lead to a deterioration of the state of health of the patient.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for various technical faults including 'tf444004 voltage out of tolerance' during ventilation and switched into ambient. Consequently, device was removed from service. No health consequences or impact and no intervention necessary according to complaint input. Hamilton medical ag has requested further information/details about the case. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.